Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2019, the patient received programming, which included the addition of program 2. It was noted that program 1 was for the patient's legs. Program 2 was supposed to be for their back, but it was controlling the back and legs and giving the patient pain that felt like "someone stabbing the back all over from the waist to the legs" or like touching an electrical socket. It was confirmed that the painful sensation was not shocking. The patient tried turning the stimulation down to 1.0 but they still felt the painful sensation. They also tried turning stimulation off, but they were feeling pain that was at a level over 10 on the pain scale. They also were taking muscle relaxers, which did not resolve the pain. The patient was feeling edgy because of the pain. It was confirmed that the patient did not experience any falls or heavy lifting that could have contributed to this. The patient left a message for a manufacturer representative (rep). It was suggested the patient contact their doctor about this issue, and the doctor can schedule an appointment with a rep. It was noted the patient's next appointment with their doctor wasn't until (B)(6) 2019, but the patient did not want to wait that long. It was reported that the consumer had pain in both legs whether stimulation was on or off. They had a lot of difficulty walking and their legs were killing them starting in the middle of (B)(6) 2019. Program 1 was supposed to be for their legs and program 2 for their back. It was reported that program 2 gave them electricity towards their back and legs at same time so they were getting double electricity in their legs. The patient turned the stimulator off the other day and it turned on by itself in (B)(6) 2019. The consumer turned stimulation off again the day of the call to see if it helped but so far they still feel pain in legs. It was noted that the consumer thought the stimulation was the cause of their pain because they had not ever had this pain before. Currently the patient charged 3 times a week. They were charging more frequently and their previous stimulator charged once a week or maybe twice a month. There were no falls or traumas associated with this event. No further complications were reported.